Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous diagonal artery that is 90% stenosed. After an unspecified stent was supported with the .014 ht versaturn guide wire the distal portion of the guide wire prolapsed as resistance was anatomy was felt when advancing. During removal resistance was felt with the previously implanted stent. The guide wire separated and the separated portions were covered with an unspecified stent. The patient remains in the hospital. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The guide wire was removed with force. It should be noted that the instructions for use (IFU) states: do not: push, auger, withdraw or torque a guide wire that meets resistance. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experience during removal. Based on the reported information, the investigation determined that the reported issues and subsequent treatments appears to be related to circumstances of the procedure. In this case, it was reported that the procedure was to treat a heavily calcified, heavily tortuous diagonal artery that is 90% stenosed which likely contributed to the reported resistance during advancing the guide wire which likely led to the prolapsed distal portion of the guide wire. During removal of the guide wire, resistance was felt with the previously implanted stent. Force was applied and a portion of the guide wire remains inside the body and has not been removed. The review of the cine images concluded that the probable cause of the guide wire fracture is related to the tortuosity, calcification and the jailing of the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. H6: medical device problem code 2017: against resistance.

Event description:
Subsequently, to the previously report filed it was noted that the separated portion was attempted to be snared along with other methods; however, could not removed. No additional information was provided.